Event description:
As reported by the edwards field clinical specialist, post valve deployment the patient became hemodynamically unstable, his blood pressure dropped below 40mmhg, and there was reported asystole. Cardiopulmonary resuscitation (CPR) was administered and cardiopulmonary bypass (cpb) was initiated. The patient converted back to a stable condition. Cpb was discontinued and an intra-aortic balloon pump (iabp) was inserted prophylactically. At the end of the procedure, the patient's ejection fraction (ef) was 50% and there was mild paravalvular leak (pvl) . The patient was sent to the intensive care unit (ICU) on iabp.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, cardiogenic shock is a potential risk associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Cardiogenic shock can have multiple etiologies, including myocardial infarction, ventricular tachycardia, cardiomyopathy, and damage to the heart muscle. It is most often due to poor ventricular function. Other major risk factors that may predispose a patient to cardiogenic shock include advanced age, a history of heart failure, previous myocardial infarction, and coronary artery disease. The root cause of the reported cardiovascular collapse post valve deployment cannot be confirmed; however, in addition to procedural medications, anesthesia and rapid ventricular pacing during valve deployment, the patient's advanced age, history of mi, and underlying comorbidities (chf, cad) may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.